Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inserter fractured during use. No harm or impact to the patient was reported.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h8, h11 d4 - UDI is not applicable; the device was manufactured prior to di publish date. Corrected data: h4 device manufacturer date visual examination of the returned product identified signs of use (surface scratches) and found that the hook feature has fractured from the inserter body. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified no additional similar complaints for the reported item and additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The device has a potential field age of 18 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.